Event description:
Device 2 of 2. Ref MFR report # 1627487-2012-00600. During a lead implant procedure, it was reported the physician ((B)(6)) experienced difficulty connecting the new lead to the existing ipg. Further interrogation found that a portion of a surgical lead which had previously been explanted due to infection remained in the ipg header. As such, the pt's ipg was replaced. The reported allegation was confirmed following the MFR's analysis of the ipg in question.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.